Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2022. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.